Event description:
The pt reportedly developed some edema at the implant site. The pt's device had extruded and the device was explanted. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.